Event description:
It was reported that during testing the dual trigger rotary was leaking an unk substance. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
During evaluation at the manufacturer's international subsidiary the unk substance was found to be cleaning solution leftover from improper sterilization processing. The substance was found throughout the internal components. The device will be thoroughly cleaned, reassembled and returned to the customer.